Event description:
Correction: this report has been updated from product problem to serious injury. Philips received a complaint on the dfm100 device of a customer concern raised on why philips devices showed significantly higher hr (heart rate). The customer configured the heartstart xl+ for pacing mode (pr (B)(4) ), set 30 ppm; the hr shown was 70 bpm. The customer changed to dfm100 with the same setup (pr (B)(4) ). Hr shown was 80 bpm. With the philips mx500, hr shown was 69 bpm and hr (from sp02) was 33 bpm (pr (B)(4) ). They compared zoll defibrillator, r-series; hr on zoll shown was 35 bpm. Manual pulse is around 30 bpm, measured by nurse. Impact to patient is reported as ¿patient will get inaccuracy diagnostic also have inappropriate treatment¿. Based on the current information provided, there does not appear to be actual harm to the patient. However, ¿patient/user harmed¿ question is answered as yes. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290. This report is based on information provided by philips contact center manager and has been investigated by the philips complaint handling team. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Correction: this report has been updated from product problem to serious injury.